Event description:
It was reported attempt to insert a midline in a child with recurrent pyelonephritis caused by multi-resistant germs, accompanied by his mother and her nurse. Ultrasound identification of the vein. Local anesthetic with lidocaine 10 mg/ml (1ml). Ultrasound-guided skin puncture, visualization of the needle, difficult approach to the vein due to the movements of the young child. Ultrasound-guided vein puncture, ultrasound-guided guide exit (the guide is placed on the posterior wall of the vein). Attempt to deploy the catheter along the vein. Resistance to deployment. Attempt to withdraw the guide, blockage when the guide is withdrawn after a few centimeters. Perception of a "ball" in the superficial subcutaneous. The whole device cannot retract and exit. Need to make a 2 mm incision at the puncture point using a cold knife. Gentle traction of the device which exits through the incision, very damaged, with no obvious damage to the subcutaneous tissue of the child concerned. Wound cleaned with alcoholic chlorhexidine. No need for sutures. A dressing is applied (compress + tegaderm). Return of the child accompanied by his mother and nurse to his pediatric ward and advice to organize placement of midline under ga.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of complications during the insertion process was confirmed and was determined to be associated with use. One 22g powerglide catheter was provided for investigation. The catheter was received in two pieces over the needle of the deployment system. The catheter and guidewire were found to be severed and were likely damaged by the needle bevel. The needle was bent at the flash notch. It was reported that movements of the young patient complicated the procedure. No damage associated with the manufacturing process could be confirmed from the condition of the returned sample. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported attempt to insert a midline in a child with recurrent pyelonephritis caused by multi-resistant germs, accompanied by his mother and her nurse. Ultrasound identification of the vein. Local anesthetic with lidocaine 10 mg/ml (1ml). Ultrasound-guided skin puncture, visualization of the needle, difficult approach to the vein due to the movements of the young child. Ultrasound-guided vein puncture, ultrasound-guided guide exit (the guide is placed on the posterior wall of the vein). Attempt to deploy the catheter along the vein. Resistance to deployment. Attempt to withdraw the guide, blockage when the guide is withdrawn after a few centimeters. Perception of a "ball" in the superficial subcutaneous. The whole device cannot retract and exit. Need to make a 2 mm incision at the puncture point using a cold knife. Gentle traction of the device which exits through the incision, very damaged, with no obvious damage to the subcutaneous tissue of the child concerned. Wound cleaned with alcoholic chlorhexidine. No need for sutures. A dressing is applied (compress + tegaderm). Return of the child accompanied by his mother and nurse to his pediatric ward and advice to organize placement of midline under ga.